Event description:
Family member called to report that the pump has a crack under the reservoir area. It was stated that the unit had not been dropped or bumped. Additionally, the family member does not see insulin exiting.